Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: echocardiogram images were reviewed. Approximately 11 months after implantation of a bioprosthesis in the tricuspid position, the two visualized bioprosthesis leaflets appear diffusely thickened, rigid, and with decreased diastolic opening; with severe (central) tricuspid regurgitation. Based on the submitted images (presumably acquired shortly before a valve-in-valve procedure ~ 11 months after the initial tricuspid valve replacement, change over time in the appearance and function of the leaflets cannot be assessed; if available, review of intraoperative or earlier post-operative images could be of interest. Based on the submitted images, it is not possible to discern whether factors intrinsic to the bioprosthesis or extrinsic to the bioprosthesis are responsible for bioprosthesis dysfunction. Suture loop(s) can result in a similar appearance of a bioprosthesis. Although a cardiac implanted electronic device lead is seen within the ra, a lead is not seen in the rv; if present, a (non-visualized) intracardiac rv lead that crosses the tricuspid annulus also could have affected tricuspid bioprosthesis appearance and function.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approx 11 months due to degeneration causing one leaflet did not move. A 29mm valve was implanted within the edwards surgical device with good outcome. The patient was noted as to be doing well after the procedure.